Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for an unknown indication for use. It was reported that the healthcare provider had study group that had a similar report with one of the patients to that of having high pressure in their bladder and that they couldn¿t void normally so they had to use the high pressure to void. The physician was concerned about high risk of the upper tract issues. It was reported that it was unknown at the time if it was related to their device. The event date was not reported and the hcp had not further details on this event. No further complications were reported/anticipated. The hcp reported that this event was similar to another patient's event they reported. Reference regulatory report number 3004209178-2017-19051.